Event description:
User facility reported a uterine perforation following an attempted novasure ablation. Written follow-up was received in 2008. The physician attempted a uterine ablation on a pt with a uterine fibroid (size unk) seen on ultrasound. Following an attempt to seat the disposable novasure device a perforation was suspected and confirmed on hysteroscopy. A hysterectomy was performed (not treatment for perforation) and the physician reported "the fibroid was larger than was originally thought, and...the pt was not a good novasure candidate".

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number of the disposable device. The lot was released meeting all qa specifications. Currently, unable to establish a relationship or impact to the reported observation. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure device. According to the instructions for use (IFU) under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36) although designed to detect a perforation of the uterine wall, it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.